Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl and 58 mg/dl at the time of the incident and the current blood glucose value was 62 mg/dl. The customer did not allege pump was over delivering. The customer was treated with glucose and food. The device will not be returned for analysis.